Event description:
The customer reported receiving no delivery alarms from the insulin pump the previous week. The customer reported a cannula bend of 90 degrees in the related infusion set, and then receiving the no delivery alarm. The customer reported that the alarms were resolved by a set change. The customer did not wish to return the related infusion set or reservoir. The customer's blood glucose value during the alleged incident was 418 mg/dl.; there was no hospitalization or emergency treatment needed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.